Event description:
It was reported that, during the implant of this cardiac resynchronization therapy pacemaker (crt-p), auto threshold measurement did not recognize loss of capture but continued until it was cancelled by pressing the cancel button. The patient is pacing dependent, and the loss of capture resulted in pacing inhibition. No additional information has been provided to date. No adverse patient effects were reported.

Event description:
It was reported that, during the implant of this cardiac resynchronization therapy pacemaker (crt-p), auto threshold measurement did not recognize loss of capture but continued until it was cancelled by pressing the cancel button. The patient is pacing dependent, and the loss of capture resulted in pacing inhibition. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.